Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, mildly calcified, 90% stenosed, mid left anterior descending (lad) artery after predilatation with a non-abbott balloon dilatation catheter (bdc) the 3.0 x 28 mm xience v stent delivery system (sds) met some unspecified resistance and was forcefully advanced to the lesion. It was noted that the stent became loose on the sds before reaching the target lesion and it was deployed in the proximal lad/unintended site to prevent possible dislodgement. No further treatment was given to the patient. The procedure was abandoned. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose stent was unable to be confirmed as the stent was not returned. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.